Event description:
It was reported that a piece of the driver broke and remains in the pt. During a left shoulder operative arthroscopy triple labrum repair, approx 1" of the distal end of the driver bent and broke off while inserting the anchor. The surgeon noticed the broken tip when he was inserting the last anchor. A c-arm scan showed that the broken piece of the driver is in the pt's soft tissue, not in the joint space. The surgeon did try and retrieve the broken piece with no success. No further pt info was provided at the time of this report or made available in response to f/u communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device has been received and eval is in progress. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is prying/leveraging the driver and/or excessive force is applied on the driver during insertion. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If add'l relevant info is obtained from the investigation, a f/u report will be submitted.